Manufacturer narrative:
Additional information was received on june 4, 2016. The patient also suffered a vascular pseudoaneurysm requiring medication. During the procedure, the patient suffered a pseudoaneurysm. Procoagulant was administered and xarelto was stopped. The issue resolved without sequelae. The patient required extended hospitalization as a result of this adverse event. Prognosis was noted to be satisfactory. Principal investigator assessed this event to be moderate in severity, not device-related, definitely procedure-related, and possibly related to drugs/medications (xarelto). Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No: (B)(4).

Event description:
During a clinical trial sponsored by bwi, during a pulmonary vein isolation procedure a serious injury occurred with a smart touch bidirectional catheter. The patient developed heart failure. His hospitalization was prolonged. Inclusion for this clinical trail was left ventricle (lv) ejection fraction greater than or equal to 50% when in sinus rhythm or lv ejection fraction greater than or equal to 35% when in atrial fibrillation. However it is unknown what this specific patients ejection fraction was and if this heart failure was a pre-existing condition. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.